Event description:
Pt's meter was reported to have power issue. This was not resolved with troubleshooting. Pt visited the physician due to meter not working pt was given a new medication prescription. No adverse event reported.